Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Further information was received from the peritoneal dialysis nurse (pdn). On an unreported date in 2011, the patient experienced "lax technique" (unspecified). The patient was hospitalized for peritonitis on (B)(6) 2011. On an unknown date in 2011, a peritoneal effluent culture was performed. The result of the culture was unknown. The nurse reported that the cause of the peritonitis was due to the patient's "lax technique" and possible lack of cleanliness of the exchange area within the home environment. On an unreported date in 2011, dianeal therapy was withdrawn and the patient was placed on hemodialysis. The patient was recovering from the peritonitis. No outcome was reported for the event of "lax technique". The nurse reported that the event of "lax technique" was unrelated to dianeal therapy.

Event description:
This is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on (B)(6) 2011, the patient experienced peritonitis. On an unreported date in 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis and whether a peritoneal effluent culture was performed was unknown. Treatment information and the action taken with dianeal therapy were not reported. The outcome for the event of peritonitis was unknown. Concomitant medications were not reported. The nurse reported that the event of peritonitis was not related to dianeal pd4 ambuflex therapy.